Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 35 mg/dl. The customer stated that after she change insulin and set she started getting low blood glucose. The customer also wanted to change her 12 am basal rate from 0.800 to 0.700 but the device would let her do that due to pump was looking of the sensor and she wasn't using the sensor so we turned that off. The customer could go in and changed her 12 am basal rate to 0.700. The customer declined to troubleshoot for low blood glucose.